Event description:
User received discrepant ckmb results on one pt sample. User stated the first run of the pt sample resulted as >500 ng/ml, which automatically reran and resulted as 15.56 ng/ml. User stated she repeated the testing in early 2009 with the same results of >500 ng/ml initially and 15.66 ng/ml upon rerun. User also tested the sample on another analyzer at the site and recovered >500 ng/ml initially and 15.7 ng/ml upon repeat. The user then performed a manual dilution of the sample which generated a result of 44.8 ng/ml on the other analyzer. The result of 15.7 ng/ml was reported to the physician. No affect on the pt's treatment was based on the result. The user also stated the pt expired the same day, but not due to the discrepant ckmb result. If add'l info is received, appropriate notification will be provided.